Event description:
The consumer reported using the product for six to seven hours on her back. When the patch was removed, the consumer described skin removal and three burns in the area worn. The consumer did not seek medical attention at the time of the incident.

Manufacturer narrative:
The consumer described vision problems due to old age, which prevented her from completely reading directions/warnings on the label. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance. Recall # na at this time.